Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). Reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported 4 cases of endophthalmitis following surgical procedures. The ophthalmic system has been quarantine by facility. All endophthalmitis have a late onset; 4-5 weeks from the date of intervention. All patients with endophthalmitis underwent surgery in the same operating room where a prior bariatric surgery was performed. This report is for the fourth of four patients.

Manufacturer narrative:
Service history was reviewed for the system. No service record relevant to the reported event was found. However, the system was last serviced prior to the reported event per service record (sr) opened. The system found to meet all cosmetic and performance standards. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed and a potential contributing factor to the reported complaint was identified. A review for complaints reported against this serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.